Manufacturer narrative:
Results: a visual inspection of the returned product shows no visible damage to the lens. There is clear surgical residue on the lens. It should be noted that the cartridge and injector were not returned for evaluation.

Event description:
The reporter stated that the surgeon had inserted a single piece silicone toric lens model aa4203tf in patient's eye with no damage to the lens or the patient's capsule. However, due to pre-existing weak zonules, the surgeon realized the patient's capsule wouldn't support this lens. The lens was removed without enlarging the incision. The surgeon decided to perform a vitrectomy and put a lens in the anterior chamber due to the patients' weak capsule wouldn't support a lens, patient anatomy was the issue not the lens.